Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s, lot# va171w1m, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Analysis of the lead, model 3389s, found the lead body outer insulation damaged at depth stop site. A short in the lead could not be confirmed in the analysis lab, however, there is evidence of depth stop damage in the lead insulation and stylet wire 2.7cm from the proximal end. Analysis of the stylet, model/serial/lot no. Unknown, found the stylet wire parylene coating damage at depth stop site.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s, lot# va171w1m, product type: lead. (B)(6) analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturer representative reported that during a consumer's implant surgery, low impedance was found and the lead was replaced with anew one. The consumer's current status was normal. Conflicting information indicated that the surgery was either (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.